Manufacturer narrative:
Additional information received on 16 november 2016 and includes: the patient tested positive for (B)(6). Batch reviews performed on 25 november 2016. Lot 153655: (B)(4) items manufactured and released on 22 october 2015. Expiration date: 2020-10-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size l +3.5, code 01.29.203, lot. 160545 (k112115). The (B)(4) items manufactured and released on 29 april 2016. Expiration date: 2021-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain on her incision. Signs of infection. The surgeon performed an I & d and swapped the head and liner. The surgery was completed successfully. The patient tested positive for (B)(6).